Event description:
On (B)(6) 2012, the patient was treated for an abdominal aortic aneurysm and implanted with several gore® excluder® aaa endoprostheses (rmt281414/9822142, pxc161400/10017702, pxc141000/9991517, pxc161200/7401295). It was reported on (B)(6) 2012, the patient was admitted for a type ii endoleak, but treated for a type I endoleak. Ultrasound guided access was gained through the left brachial artery, and an abdominal angiogram was performed. Coil embolization of the visceral artery was performed. The patient tolerated the procedure. On (B)(6) 2012, a computed tomography (CT) of the patient's abdomen and pelvis with contrast was completed. CT perfusion imaging of the proximal portion of the aortoiliac endograft does not show early filling of the residual aneurysm sac, and delayed images also do not demonstrate definitive evidence for persistent endoleak. The residual aneurysm sac has not significantly changed, measured at approximately 95 mm oblique axial dimension on the axial images, and compared to the prior study on (B)(6) 2012. There was a small amount of low attenuation within the left iliac limb of the endograft that could be related to a small amount of thrombus or hyperplasia. This is new from the previous follow up but does not appear to cause significant stenosis. On (B)(6) 2013, a cta of the abdomen and pelvis was completed. The result was the patient is status post endovascular repair of an infrarenal abdominal aortic aneurysm with an aortoiliac stent graft that is patient, structurally intact and in satisfactory position with good proximal and distal seal. The aneurysm measures 9.2 x 9.3 cm and has minimally decreased from the precious examination (9.5 cm). There is no evidence of a defined endoleak. On (B)(6) 2013, the patient received an aorta duplex evaluation that reported the aneurysm sac to be 9.2 cm, and the endograft was patent with no evidence of endoleak or distal dilation. (B)(6) 2014, the patient received an aorta duplex evaluation that reported that the endograft was patent and had no evidence of an endoleak. The aneurysm sac measured 9.08 cm. On (B)(6) 2015, selective arteriography of the inferior mesenteric artery and all of the right lumbar arteries show no evidence of a type ii endoleak. Direct translumbar puncture shows flow within the aneurysm sac, but no opacification of any aortic branch vessels. The fluid flowing from the aneurysm sac is brown indicating a seroma rather than blood. A sample was sent for gram stain, culture and sensitivity. These findings were discussed with dr (B)(6) at the conclusion of the procedure, further intervention has yet to be determined.

Manufacturer narrative:
Concomitant medications: altace, aspirin 81mg delayed release, carvedilol 12.5 mg, coq-10, fish oil 1000 mg, hydrocodone 7.5 mg-acetaminophen 325 mg, isosorbide mononitrate ER 30 mg, lipitor 10 mg, multivitamin, nitro stat 0.4 mg, plavix, 75 mg, vitamin b-12 1000 mcg, zolpidem 5 mg the review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: endoleak additional devices included in this report: pxc161400/10017702, pxc14100/9991517, pxc161200/7401295.